Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during an esophagogastroduodenoscopy with peg placement procedure on (B)(6) 2016. According to the complainant, during the procedure as the device was being pulled through the wall of the stomach, the pull wire tip came loose from the feeding tube. The tube was removed through the patient's mouth. The procedure was completed with another endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.